Event description:
It was reported that the pump battery could not be charged. After charging for an additional amount of time, pump battery began to charge. Customer¿s blood glucose level was 284 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.